Manufacturer narrative:
B5 - lens was replaced with longer length lens and problem was resolved. H3: device evaluation - lens was returned in vial with residue on product. Visual inspection found optic and haptic torn and thick residue throughout the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. Lens explanted and replaced with a larger lens. Cause of event was not reported. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.